Event description:
The facility reported a pump with a malfunction of 'not charging, batteries bad, pump was charged all night'. The reported condition was identified during patient therapy. The customer reported that there was interruption of therapy. There was no patient injury or medical intervention necessary. The software version is currently unknown. No additional information is available.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a biopsy procedure. According to the complainant, during the procedure, the forceps were not closing completely to take a biopsy, or causing tissue samples to be dropped out of the jaws. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
Plus the additional narrative documented below.the root cause for the reported problem is currently being investigated through CAPA (B)(4).